Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17196.

Manufacturer narrative:
This ipg serial number was included in field advisories. Results - the complaint of "ineffective stimulation" was confirmed. Analysis of the ipg revealed the feed through wires for channels 8 and 16 were broken. A review of the patient's parameters showed channel 8 was a programmed channel. This anomaly, along with the reported lead migration could have contributed to the reported ineffective stimulation. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.